Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, an oily substance was coming off the instrument when it was sterilized so it was taken off of the field. The hospital washed the instrument and resterilized the pan in the flash and the oily substance continued to come off/out of the green rubber handle.